Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket tore. Another device was used to complete the case. There were no pt consequences.